Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient ams 800 artificial urinary sphincter (aus) was removed and replaced with a new aus due to unspecified reason.